Event description:
Reportedly, this device was explanted after approx a 2 yr, 7 month implant duration due to mitral regurgitation.

Manufacturer narrative:
H6: device not returned. F10: coronary artery disease.